Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for rear case damage. Ca (B)(4) for iui damages a review of the device history record for sn (B)(4) was performed from date of manufacture 02/24/2016 to the present date 11/05/2020 and note that this device has been returned for service 3 times, 2 of which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the housing assembly was damaged. No patient involvement is noted.